Event description:
Allegedly during sterilization, this component was dropped and broke. Originally removed during the revision of another component.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review. This is the same event as 1043534-2012-01149, 01150.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item or lot. (B)(4).